Event description:
The customer stated that the insulin pump was exposed to rain and now the buttons are not responding. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the keypad traces and on the motor. Unable to test for the button/keypad anomaly, button error and motor error alarm or perform upload to carelink due to the blank display.